Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to emi noise with oversensing and low out-of-range pace impedance measurements less than 200 ohms. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).